Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6) batch: 7218630.

Event description:
It was reported that the patient stopped breathing after completing the spinal cord stimulation (scs) trial procedure, upon being turned from the prone to supine position. Chest compressions were performed, and the patient was intubated. The patient was transported to the hospital, where he was sedated and remained intubated. The physician assessed the patient's excessive weight, positioning, and reaction to the anesthesia could have been contributing factors to the event. The patient was discharged from the hospital and was doing well.